Manufacturer narrative:
The device was returned for analysis. The reported hub break, hub leak and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the cracked hub; however, factors that may contribute to a cracked hub include, but are not limited to, supplier processing error and damage to the hub due to over torqueing the inflation device. The reported hub leak and activation failure appear to be related to operational circumstances as it is likely the cracked hub caused the leak and subsequent activation failure. It should be noted that the device was prepped successfully indicating that the prepping syringe formed a secure connection. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.a4: weight units were updated from lbs to kg.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. During use of a 4.00x15mm xience alpine, it was noted to have a fracture at the connection with the indeflator and the stent delivery system. Additionally, a leak was noted at the fracture and the balloon failed to inflate. A 4.0x18mm xience xpedition stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.